Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn off in half and portions are torn off and missing. One haptic is torn off and missing. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and a haptic tore off. The surgeon removed the lens without enlarging the incision and replaced it with another lens, no pt injury.